Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month after a device upgrade the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to a pocket infection. The patient developed a pocket hematoma and dehiscence. The patient then developed bacteremia, sepsis, and endocarditis. The organism was identified as pseudomonas, and the patient received antibiotic therapy. Purulent drainage was noted upon the pocket being opened. No further patient complications have been reported as a result of this event.